Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq catheter was returned for evaluation. The distal tip of the crosser iq appeared to be separated from the outer catheter but still attached to the innercore wire. No functional testing due to the condition of the device. Therefore, the investigation is confirmed for the reported material separation issue as the tip of the catheter is separated. The investigation is inconclusive for the reported difficult to remove and device device incompatibility issues as no functional testing was performed. One photo, one image and one video were provided and reviewed. The photo shows the crosser catheter in which the distal tip of the catheter seems to be separated while the guide wire is still attached to it. Based on the photo, the investigation is confirmed for the material separation issue. The image shows a zoomed-in view of a catheter and an object resembling a piece of an endovascular wire. Due to image clarity, it is difficult to confirm the alleged failures. One video was provided and reviewed. The video shows that the wire existing the device prior to the tip. Based on the review, the investigation is confirmed for the reported material separation issue. A definitive root cause for the alleged material separation, device - device incompatibility and difficult to remove issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023),

Event description:
It was reported that during a recanalization procedure, the tip was allegedly separated. It was further reported that catheter stuck with support catheter. Reportedly, the catheter difficult to remove. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. Expiry date: 03/2023.

Event description:
It was reported that during a recanalization procedure, the tip was allegedly separated. It was further reported that catheter stuck with support catheter. Reportedly, the catheter difficult to remove. There was no reported patient injury.